Event description:
It was reported that during the begining of the surgical procedure, there was electrical arcing from the joint of the permanent cautery hook instrument directly to the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed evidence of arcing, which appears to be localized at the instrument conductor wire. A kink in the conductor wire was found, which leads engineering concluded that instrument arcing most likely occurred due to the damaged conductor wire.